Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("pain"), device breakage ("device breakage"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), sinusitis ("chronic sinus infections/ sinus problems") and nephropathy ("kidney disease") in a 29-year-old female patient who had essure (batch no. A78079/b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced tachycardia ("tachycardia") and nephropathy (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("uterus and stabbing side pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("anxiety,") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), hypoaesthesia ("numbness"), menstrual disorder ("abnormal cycle"), loss of libido ("loss of libido"), sinusitis (seriousness criterion medically significant) with sinus congestion, depression ("depression,"), autoimmune disorder ("autoimmune disorder"), basedow's disease ("graves disease"), migraine ("migraines"), headache ("headaches,"), tooth loss ("dental problems/lost teeth"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("dental problems/teeth cavity") and abdominal pain ("abdominal pain"). The patient was treated with thiamazole (methimazole), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy), surgery, surgery and surgery (sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of pelvic pain, device breakage, menorrhagia, dysmenorrhoea, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, loss of libido, depression, anxiety, autoimmune disorder, basedow's disease, headache, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, nephropathy, alopecia, menopausal symptoms and dental caries outcome was unknown, the sinusitis and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, basedow's disease, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, nephropathy, sinusitis, tachycardia, tooth loss, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- abdominal pain. Lot number: a78079: manufacture date: dec-2012, expiration date: dec-2015. Lot number: b60748: manufacture date: aug-2013, expiration date: aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), sinusitis ("chronic sinus infections/ sinus problems") and nephropathy ("kidney disease") in a 29-year-old female patient who had essure (batch no. A78079,b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced tachycardia ("tachycardia") and nephropathy (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced uterine pain ("uterus and stabbing side pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("anxiety,") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), hypoaesthesia ("numbness"), menstrual disorder ("abnormal cycle"), loss of libido ("loss of libido"), sinusitis (seriousness criterion medically significant) with sinus congestion, depression ("depression,"), autoimmune disorder ("autoimmune disorder"), basedow's disease ("graves disease"), migraine ("migraines"), headache ("headaches,"), tooth loss ("dental problems/lost teeth"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("dental problems/teeth cavity") and abdominal pain ("abdominal pain"). The patient was treated with thiamazole (methimazole), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy), surgery, surgery and surgery (sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, menorrhagia, dysmenorrhoea, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, loss of libido, depression, anxiety, autoimmune disorder, basedow's disease, headache, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, nephropathy, alopecia, uterine pain, menopausal symptoms and dental caries outcome was unknown, the sinusitis and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, basedow's disease, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, nephropathy, pelvic pain, sinusitis, tachycardia, tooth loss, uterine pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- abdominal pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received, reporter added, demographic added , lot number received, product information updated, events added are as follows- dysmenorrhoea, menorrhagia, vaginal haemorrhage, loss of libido, sinusitis, depression, anxiety, auto immune disorder: graves disease, migraine, headache, tachycardia, tooth loss, device breakage, allergy to metals, dyspareunia, fatigue, nephropathy, alopecia, uterine pain, menopausal symptoms, dental caries, abdominal pain, genital haemorrhage, did not undergo an essure confirmation test. Treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/right side broken into two piece / discovered the breakage through a vaginal ultrasound'), device dislocation ('right side broken into two piece going ino two separate way trying to way out'), embedded device ('one device on left side penetrate through my muscle and could be pushing into my abdomen'), menorrhagia ('menorrhagia/periods would last for 10 days to 2 weeks'), dysmenorrhoea ('dysmenorrhoea/painful periods'), nephropathy ('kidney disease'), immunodeficiency ('compromised immune system'), basedow's disease ('autoimmune disorder : type of disorder - graves disease'), sinusitis ('chronic sinus infections/ sinus problems') and multiple episodes of pelvic pain ('uterus and stabbing side pain', 'pain/ stabbing pain in my side / left sided pain') in a 29-year-old female patient who had essure (batch no. A78079/b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included lupus syndrome, migraine, hyperproteinemia, cerebrospinal fluid leakage, celiac disease, pericarditis, stroke and suprapubic pain. * on (B)(6) 2017: associated symptoms: no change in bowel function; no urinary symptoms; no vaginal discharge; no vaginal. Previously administered products included for an unreported indication: lo lostrin fe. Concurrent conditions included hypertension, chronic kidney disease stage 3, tachycardia, pleurisy, graves' disease, scoliosis, pericarditis, glucose tolerance abnormal, sialoadenitis, pleurisy, genital bleeding, uterine bleeding and hemostasis. Family history included diabetes mellitus. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), ciclosporin (restasis), citalopram, corticosteroid nos, cyclobenzaprine, cyclophosphamide (cytoxan), duloxetine, ethinylestradiol;etonogestrel (nuvaring), fluticasone, furosemide, glyceryl trinitrate (trinitrine), hydroxychloroquine, hydroxychloroquine, lisinopril, meloxicam, metoprolol, nifedipine, prednisone, propranolol, secbutabarbital, tacrolimus, topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sinusitis (seriousness criterion medically significant) with sinus congestion. In (B)(6) 2014, the patient experienced anxiety ("anxiety/ anxiety intensified"), tooth loss ("dental problems/lost teeth") and dental caries ("dental problems/teeth cavity"). In (B)(6) 2014, the patient experienced nephropathy (seriousness criterion hospitalization) and tachycardia ("tachycardia- discovered while hospitalized for my kidney disease"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("uterus and stabbing side pain") and uterine pain ("pain associated with uterus"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycle/ discharge was brown thick , odor") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue / more fatigue / so exhausted"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), back pain ("lower back pain"), hypoaesthesia ("numbness"), loss of libido ("hormonal changes: loss of libido"), depression ("depression"), migraine ("migraines / headaches, frequently and intensified"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("e-belly"), mood swings ("mood swings"), hot flush ("hot flashes"), herpes zoster ("shingles") with rash vesicular, vulvovaginal pruritus ("itchiness "down there"") and urticaria ("welt") and was found to have weight increased ("weight gain by 10 ibs"). The patient was treated with thiamazole (methimazole) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy, da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, menorrhagia, dysmenorrhoea, nephropathy, immunodeficiency, basedow's disease, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, depression, anxiety, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, alopecia, the last episode of pelvic pain, menopausal symptoms, dental caries, uterine pain, abdominal distension, weight increased, mood swings, hot flush, herpes zoster, vulvovaginal pruritus and urticaria outcome was unknown, the sinusitis and abdominal pain had resolved and the loss of libido and migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, basedow's disease, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, herpes zoster, hot flush, hypoaesthesia, immunodeficiency, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, mood swings, nephropathy, sinusitis, tachycardia, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vulvovaginal pruritus, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: total of 3 coils placed as first coli entered the tube though came out through the endometrium at a different site. No of coils left: 2 and right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in 2015: ; in (B)(6) 2016: no diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- abdominal pain, anxiety, depression, migraine, kidney disease, dysmenorrhea, pelvic pain, vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:pain associated with uterus , weight gain by 10 kg, e-belly , hot flashes, mood swings, one device on left side penetrate through my muscle and could be pushing into my abdomen, device breakage/right side broken into two piece , right side broken into two piece going into two separate way trying to way out , shingles, compromised immune system, welt/blister clump rash, itchiness "down there". Lot number: a78079 manufacture date: dec-2012 expiration date: dec-2015. Lot number b60748: manufacture date: aug-2013 expiration date: aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received : reporter's information updated. Event verbatim: menorrhagia/periods would last for 10 days to 2 weeks, abnormal cycle/ discharge was brown thick , odor, dysmenorrhea /painful periods, autoimmune disorder-graves's, migraine/headache, frequently and intensified were updated. New event : pain associated with uterus , weight gain by 10 kg, e-belly , hot flashes, mood swings, one device on left side penetrate through my muscle and could be pushing into my abdomen, device breakage/right side broken into two piece , right side broken into two piece going into two separate way trying to way out , shingles, welt/blister clump rash, compromised immune system, itchiness "down there" were added.concomitant drugs, lab data were added. Onset date of events added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/right side broken into two piece / discovered the breakage through a vaginal ultrasound'), device dislocation ('right side broken inti two piece goin ino two separate way trying to way out'), embedded device ('one device on left side penetrate through my muscle and could be pushing into my abdomen'), menorrhagia ('menorrhagia/periods would last for 10 days to 2 weeks'), dysmenorrhoea ('dysmenorrhoea/painful periods'), nephropathy ('kidney disease'), immunodeficiency ('compromised immune system'), basedow's disease ('autoimmune disorder : type of disorder - graves disease'), sinusitis ('chronic sinus infections/ sinus problems') and multiple episodes of pelvic pain ('uterus and stabbing side pain', 'pain/ stabbing pain in my side / left sided pain') in a 29-year-old female patient who had essure (batch no. A78079/b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure?yes the left coil did not place properly(he stated he did not like the way it had gone in to the tube)and was taken out and a new one placed". The patient's medical history included lupus syndrome, migraine, hyperproteinemia, cerebrospinal fluid leakage, celiac disease, pericarditis, stroke and suprapubic pain. * on (B)(6) 2017: associated symptoms: no change in bowel function; no urinary symptoms; no vaginal discharge; no vaginal. Previously administered products included for an unreported indication: lo lostrin fe. Concurrent conditions included hypertension, chronic kidney disease stage 3, tachycardia, pleurisy, graves' disease, scoliosis, pericarditis, glucose tolerance abnormal, sialoadenitis, pleurisy, genital bleeding, uterine bleeding and hemostasis. Family history included diabetes mellitus. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), ciclosporin (restasis), citalopram, corticosteroid nos, cyclobenzaprine, cyclophosphamide (cytoxan), duloxetine, ethinylestradiol;etonogestrel (nuvaring), fluticasone, furosemide, glyceryl trinitrate (trinitrine), hydroxychloroquine, hydroxychloroquine, lisinopril, meloxicam, metoprolol, nifedipine, prednisone, propranolol, secbutabarbital, tacrolimus, topiramate (topamax), vitamins nos (multivitamin) and vortioxetine hydrobromide (trintellix) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sinusitis (seriousness criterion medically significant) with sinus congestion. In (B)(6) 2014, the patient experienced anxiety ("anxiety/ anxiety intensified"), tooth loss ("dental problems/lost teeth") and dental caries ("dental problems/teeth cavity"). In (B)(6) 2014, the patient experienced nephropathy (seriousness criterion hospitalization) and tachycardia ("tachycardia- discovered while hospitalized for my kidney disease"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("uterus and stabbing side pain") and uterine pain ("pain associated with uterus"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycle/ discharge was brown thick , odor") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue / more fatigue / so exhausted"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), back pain ("lower back pain"), hypoaesthesia ("numbness"), loss of libido ("hormonal changes: loss of libido"), depression ("depression"), migraine ("migraines / headaches, frequently and intensified"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("e-belly"), mood swings ("mood swings"), hot flush ("hot flashes"), herpes zoster ("shingles") with rash vesicular, vulvovaginal pruritus ("itchiness "down there"") and urticaria ("welt") and was found to have weight increased ("weight gain by 10 ibs"). The patient was treated with thiamazole (methimazole) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy, da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, menorrhagia, dysmenorrhoea, nephropathy, immunodeficiency, basedow's disease, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, depression, anxiety, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, alopecia, the last episode of pelvic pain, menopausal symptoms, dental caries, uterine pain, abdominal distension, weight increased, mood swings, hot flush, herpes zoster, vulvovaginal pruritus and urticaria outcome was unknown, the sinusitis and abdominal pain had resolved and the loss of libido and migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, basedow's disease, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, herpes zoster, hot flush, hypoaesthesia, immunodeficiency, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, mood swings, nephropathy, sinusitis, tachycardia, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vulvovaginal pruritus, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: total of 3 coils placed as first coli entered the tube though came out through the endometrium at a different site. No of coils left: 2 and right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in 2015: ; in (B)(6) 2016: no diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- abdominal pain, anxiety, depression, migraine, kidney disease, dysmenorrhea, pelvic pain, vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:pain associated with uterus , weight gain by 10 kg, e-belly , hot flashes, mood swings, one device on left side penetrate through my muscle and could be pushing into my abdomen, device breakage/right side broken into two piece , right side broken into two piece going into two separate way trying to way out , shingles, compromised immune system, welt/blister clump rash, itchiness "down there". Lot number: a78079, manufacture date: dec-2012, expiration date: dec-2015. Lot number b60748: manufacture date: aug-2013, expiration date: aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet and social media was received. Event added from pfs- device insertion difficult. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/right side broken into two piece / discovered the breakage through a vaginal ultrasound'), device dislocation ('right side broken inti two piece goin ino two separate way trying to way out'), embedded device ('one device on left side penetrate through my mucle and could be pushing into my abdomen'), menorrhagia ('menorrhagia/periods would last for 10 days to 2 weeks'), dysmenorrhoea ('dysmenorrhoea/painful periods'), nephropathy ('kidney disease'), immunodeficiency ('compromised immune system'), basedow's disease ('autoimmune disorder : type of disorder - graves disease'), sinusitis ('chronic sinus infections/ sinus problems') and multiple episodes of pelvic pain ('uterus and stabbing side pain', 'pain/ stabbing pain in my side / left sided pain') in a 29-year-old female patient who had essure (batch no. A78079,b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure?yesthe left coil did not place properly(he stated he did not like the way it had gone in to the tube)and was taken out and a new one placed". The patient's medical history included lupus syndrome, migraine, hyperproteinemia, cerebrospinal fluid leakage, celiac disease, pericarditis, stroke and suprapubic pain. * on (B)(6) 2017: associated symptoms: no change in bowel function; no urinary symptoms; no vaginal discharge; no vaginal. Previously administered products included for an unreported indication: lo lostrin fe. Concurrent conditions included hypertension, chronic kidney disease stage 3, tachycardia, pleurisy, graves' disease, scoliosis, pericarditis, glucose tolerance abnormal, sialoadenitis, pleurisy, genital bleeding, uterine bleeding and hemostasis. Family history included diabetes mellitus. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), ciclosporin (restasis), citalopram, corticosteroid nos, cyclobenzaprine, cyclophosphamide (cytoxan), duloxetine, ethinylestradiol;etonogestrel (nuvaring), fluticasone, furosemide, glyceryl trinitrate (trinitrine), hydroxychloroquine, hydroxychloroquine, lisinopril, meloxicam, metoprolol, nifedipine, prednisone, propranolol, secbutabarbital, tacrolimus, topiramate (topamax), vitamins nos (multivitamin) and vortioxetine hydrobromide (trintellix) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sinusitis (seriousness criterion medically significant) with sinus congestion. In (B)(6) 2014, the patient experienced anxiety ("anxiety/ anxiety intensified"), tooth loss ("dental problems/lost teeth") and dental caries ("dental problems/teeth cavity"). In (B)(6) 2014, the patient experienced nephropathy (seriousness criterion hospitalization) and tachycardia ("tachycardia- discovered while hospitalized for my kidney disease"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("uterus and stabbing side pain") and uterine pain ("pain associated with uterus"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycle/ discharge was brown thick , odor") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue / more fatigue / so exhausted"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), back pain ("lower back pain"), hypoaesthesia ("numbness"), loss of libido ("hormonal changes: loss of libido"), depression ("depression"), migraine ("migraines / headaches, frequently and intensified"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("e-belly"), mood swings ("mood swings"), hot flush ("hot flashes"), herpes zoster ("shingles") with rash vesicular, vulvovaginal pruritus ("itchiness "down there"") and urticaria ("welt") and was found to have weight increased ("weight gain by 10 ibs"). The patient was treated with thiamazole (methimazole) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy, da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, menorrhagia, dysmenorrhoea, nephropathy, immunodeficiency, basedow's disease, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, depression, anxiety, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, alopecia, the last episode of pelvic pain, menopausal symptoms, dental caries, uterine pain, abdominal distension, weight increased, mood swings, hot flush, herpes zoster, vulvovaginal pruritus and urticaria outcome was unknown, the sinusitis and abdominal pain had resolved and the loss of libido and migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, basedow's disease, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, herpes zoster, hot flush, hypoaesthesia, immunodeficiency, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, mood swings, nephropathy, sinusitis, tachycardia, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vulvovaginal pruritus, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: total of 3 coils placed as first coli entered the tube though came out through the endometrium at a different site. No of coils left: 2 and right: 2 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in 2015: ; in (B)(6) 2016: no diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- abdominal pain, anxiety, depression, migraine, kidney disease, dysmenorrhea, pelvic pain, vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:pain associated with uterus , weight gain by 10 kg, e-belly , hot flashes, mood swings, one device on left side penetrate through my muscle and could be pushing into my abdomen, device breakage/right side broken into two piece , right side broken into two piece going into two separate way trying to way out , shingles, compromised immune system, welt/blister clump rash, itchiness "down there". Lot number: a78079 manufacture date: dec-2012 expiration date: 31-dec-2015. Lot number b60748: manufacture date: 12-aug-2013 expiration date: 31-aug-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/right side broken into two piece / discovered the breakage through a vaginal ultrasound'), device dislocation ('right side broken into two piece going ino two separate way trying to way out'), embedded device ('one device on left side penetrate through my muscle and could be pushing into my abdomen'), menorrhagia ('menorrhagia/periods would last for 10 days to 2 weeks'), dysmenorrhoea ('dysmenorrhoea/painful periods'), nephropathy ('kidney disease'), immunodeficiency ('compromised immune system'), basedow's disease ('autoimmune disorder : type of disorder - graves disease'), sinusitis ('chronic sinus infections/ sinus problems') and multiple episodes of pelvic pain ('uterus and stabbing side pain', 'pain/ stabbing pain in my side / left sided pain') in a 29-year-old female patient who had essure (batch no. A78079,b60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes the left coil did not place properly(he stated he did not like the way it had gone in to the tube)and was taken out and a new one placed". The patient's medical history included lupus syndrome, migraine, hyperproteinemia, cerebrospinal fluid leakage, celiac disease, pericarditis, stroke and suprapubic pain. * on (B)(6) 2017: associated symptoms: no change in bowel function; no urinary symptoms; no vaginal discharge; no vaginal. Previously administered products included for an unreported indication: lo lostrin fe. Concurrent conditions included hypertension, chronic kidney disease stage 3, tachycardia, pleurisy, graves' disease, scoliosis, pericarditis, glucose tolerance abnormal, sialoadenitis, pleurisy, genital bleeding, uterine bleeding and hemostasis. Family history included diabetes mellitus. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), ciclosporin (restasis), citalopram, corticosteroid nos, cyclobenzaprine, cyclophosphamide (cytoxan), duloxetine, ethinylestradiol;etonogestrel (nuvaring), fluticasone, furosemide, glyceryl trinitrate (trinitrine), hydroxychloroquine, hydroxychloroquine, lisinopril, meloxicam, metoprolol, nifedipine, prednisone, propranolol, secbutabarbital, tacrolimus, topiramate (topamax), vitamins nos (multivitamin) and vortioxetine hydrobromide (trintellix) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sinusitis (seriousness criterion medically significant) with sinus congestion. In (B)(6) 2014, the patient experienced anxiety ("anxiety/ anxiety intensified"), tooth loss ("dental problems/lost teeth") and dental caries ("dental problems/teeth cavity"). In (B)(6) 2014, the patient experienced nephropathy (seriousness criterion hospitalization) and tachycardia ("tachycardia- discovered while hospitalized for my kidney disease"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("uterus and stabbing side pain") and uterine pain ("pain associated with uterus"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycle/ discharge was brown thick , odor") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue / more fatigue / so exhausted"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), back pain ("lower back pain"), hypoaesthesia ("numbness"), loss of libido ("hormonal changes: loss of libido"), depression ("depression"), migraine ("migraines / headaches, frequently and intensified"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("e-belly"), mood swings ("mood swings"), hot flush ("hot flashes"), herpes zoster ("shingles") with rash vesicular, vulvovaginal pruritus ("itchiness "down there""), urticaria ("welt") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain by 10 ibs"). The patient was treated with thiamazole (methimazole) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy, da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and sinus surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, menorrhagia, dysmenorrhoea, nephropathy, immunodeficiency, basedow's disease, back pain, hypoaesthesia, menstrual disorder, vaginal haemorrhage, depression, anxiety, tachycardia, tooth loss, allergy to metals, dyspareunia, fatigue, alopecia, the last episode of pelvic pain, menopausal symptoms, dental caries, uterine pain, abdominal distension, weight increased, mood swings, hot flush, herpes zoster, vulvovaginal pruritus, urticaria and vitamin d deficiency outcome was unknown, the sinusitis and abdominal pain had resolved and the loss of libido and migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, basedow's disease, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, herpes zoster, hot flush, hypoaesthesia, immunodeficiency, loss of libido, menopausal symptoms, menorrhagia, menstrual disorder, migraine, mood swings, nephropathy, sinusitis, tachycardia, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pruritus, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: total of 3 coils placed as first coli entered the tube though came out through the endometrium at a different site. No of coils left: 2 and right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in 2015: ; in (B)(6) 2016: no diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- abdominal pain, anxiety, depression, migraine, kidney disease, dysmenorrhea, pelvic pain, vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:pain associated with uterus , weight gain by 10 kg, e-belly , hot flashes, mood swings, one device on left side penetrate through my muscle and could be pushing into my abdomen, device breakage/right side broken into two piece , right side broken into two piece going into two separate way trying to way out , shingles, compromised immune system, welt/blister clump rash, itchiness "down there" and vitamin d deficiency. Lot number: a78079 manufacture date: dec-2012 expiration date: 31-dec-2015. Lot number b60748: manufacture date: 12-aug-2013 expiration date: 31-aug-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event vitamin d deficiency was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), hypoaesthesia ("numbness") and menstrual disorder ("abnormal cycle"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, hypoaesthesia and menstrual disorder outcome was unknown. The reporter considered back pain, hypoaesthesia, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.